Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly, which resolved the reported issue. Physio then completed other unrelated repairs and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed therapy pcb and determined the cause of the reported issue was due to a damaged filter, designator fl29. This caused no defibrillation energy output and the abnormal energy delivered message.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the devices system memory. There was no patient use associated with the reported event upon evaluation of the customers device physio observed the device delivered abnormal energy. The device delivered monophasic energy, 7j were delivered when the device was charged to 200j. As a result the wrong defibrillation energy would be delivered if necessary.